Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a cranial biopsy procedure. It was reported that the biopsy needle did not work and that the system was blocked. The site was able to complete the procedure with a use of another needle. There was no impact on patient outcome.